Event description:
Customer reported that the display screen on the insulin pump was scratched and difficult to read. The blood glucose reading was 180 mg/dl. Customer reported that she had been hiking in the woods. She also reported that she was unable to calibrate. The transmitter ID was not correctly entered into the insulin pump and customer was assisted in correcting it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at display window corners, cracked battery tube threads, and with minor scratched display window.